Event description:
This ra lead was implanted on (B)(6)2004 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that patient was brought in to (B)(6) for troubleshooting on the ra lead in which noise was noted on the communicator with ventricular tachy episodes. The lead numbers are all good and stable and they cant recreate any noise with isometrics, pocket manipulation or anything. Patient is pacer dependent but did not have any symptoms or complaints. The latest episode number in communicator is v-41 and now in clinic has some more but all look the same with short bursts and noise on the atrial at the same time. The noise only lasts for about 1 second or so (less than 2 seconds) at any one time so no asystole for greater than 2 seconds. Patient denies exposure to electromagnetic interference but they will question patient more and discuss with the physician. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)